Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was capped and surgically abandoned due to it presenting high capture threshold measurements with the root cause unable to be established. No adverse patient events were reported. Should additional information be received, this file will be updated.